Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. It was noted that patient's implantable cardiac defibrillator (ICD) was in back-up mode. Programming changes were made successfully. There were no patient consequences.